Event description:
Subsequent to the previously filed medwatch report, new information has been received as follows: the filter was torn during advancement on the bare wire; however, remained attached to the delivery system. A new nav6 device was used to complete the case. No additional information was provided.

Event description:
It was reported that the procedure was to treat the internal carotid artery. During the attempt to deploy the filter, the filter tore due to an interaction with the bare wire. The system was withdrawn to recover the fragmented filter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035x300 stiff; guide cath: 8 fr; sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported tear and difficulty with the barewire was not able to be confirmed. Based on a visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for tear or difficult to position for this lot. Based on the reviewed information, no product deficiency was identified.